Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon pinhole was noted. The patient presented with bleeding from an anastomosis stricture of a bypass at the femoral artery. During preparation, the physician inflated the 7 x 27mm equalizer balloon, and noted leakage due to a pinhole. The device had no contact with the patient. The procedure was continued with a different device, however due to the patient condition being "very bad" on arrival to the facility, the patient expired during the procedure. Additional information has been requested and is not available.

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon pinhole was noted. The patient presented with bleeding from an anastomosis stricture of a bypass at the femoral artery. During preparation, the physician inflated the 7 x 27mm equalizer balloon, and noted leakage due to a pinhole. The device had no contact with the patient. The procedure was continued with a different device, however due to the patient condition being "very bad" on arrival to the facility, the patient expired during the procedure. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned for evaluation. The catheter shaft was inspected for cosmetic defects and none were found. The balloon was inspected and a tear was found near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).